Event description:
The customer obtained lower than expected vitros trop I es results from a single patient sample processed on the vitros eciq system. The following results were obtained: qc fluid level 1 = 0.023, 0.014, 0.027, 0.019, 0.022, 0.021, 0.019 vs. An expected result = 0.071 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected using patient samples. There was no report that patient results were affected or reported from the laboratory during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number# (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros trop I es results were obtained from a single patient sample while using the vitros eciq system. Residual dried signal reagent present on the outside of the sr probes can re-hydrate and alter the sr reaction causing suppressed light units within the well. This causes lower than expected results for the trop I es assay. The assignable cause of the lower than expected vitros trop I es reagent is contamination of the signal reagent in the reaction well. The ocd csc assisted the customer in cleaning the sr probes. After cleaning action, acceptable performance was obtained. The most likely cause of the event is user error as the customer was not cleaning the sr probes as instructed in the vitros eciq maintenance and diagnostics guide.